Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event or death. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction that would contribute to the inappropriate treatment or death. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death. Device manufacture dates: monitor: 08/13/2018, electrode belt: 03/24/2011.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2019 at 02:48am while reportedly wearing the lifevest. A nurse reported that when she arrived to the patient's room, the patient was unconscious, the lifevest monitor alarmed to stand back, and a treatment was delivered. The nurse reportedly felt no pulse on the patient following the treatment. The lifevest started to announce to perform CPR and call 911. Emts arrived and continued CPR but the patient was not responsive. The doctor was called and the patient was pronounced death at 02:48am. Clinical review of the download data, indicates that the patient received an inappropriate treatment shock. The lifevest initially entered the detection sequence at 02:12:24am on (B)(6) 2019 while the patient was in asystole with CPR artifact. The device intermittently exited the detection between 02:12:24am and 02:14:36am while the patient was in the same rhythm. At 02:15:15am, the lifevest released gel and shortly after at 02:15:27am, delivered a full energy shock while the patient was in asystole. The post-shock rhythm remained asystole. The response buttons were not pressed during the treatment event. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient remained in asystole with CPR artifact and intermittent cardiac activity until the electrode belt was disconnected at 02:29:36am on (B)(6) 2019. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.